Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. A white paper was performed previously on this failure; the result indicated that the amount of shedding for this product is acceptable. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported that the surgeon recognized that the metal like foreign material was generated during arcr surgery on (B)(6) 2019. The surgery was finished without any other problem although it was not reported how the surgery was completed. There was no fragment in the patient¿s body. It was brand new and the first use when the issue occurred. There was no information of surgical delay and no harm to the patient. No further information was provided by the hospital.